Manufacturer narrative:
Additional information was added to g4, h3, h6, and h11: h11: the devices were not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fourteen (14) unspecified small volume folfusors underinfused the medication; there was residual drug in the devices. This was observed during a pilot research. The devices contained flucloxacillin or benzylpenicillin. An average residual volume of 24% remained in the devices (equivalent to 28.8 ml per device). In a case, 84% of the total volume remained after 24 hours (equivalent to 100ml remaining in the device). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.